Event description:
Customer's family member called to report the pump's driver arms were loose. It was stated that the family member run a test and lead screw made a complete rotation, but the insulin was not exiting. Troubleshooting was declined. Bgs were treated with a manual injection.